Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the motor's rpm was below specifications. The motor, handpiece switch and plug harness assembly were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the product can¿t work. The event occurred after testing product before start case. Investigation found the motor rpm's were below specification. No adverse event was reported as a result of this malfunction.